Event description:
A malfunction alarm with code 16 was reported, and the customer was instructed to put the pump into storage mode before returning it. It is unknown whether the issue impacted the customer¿s blood glucose level, as this information was not provided. The pump was replaced, and the customer switched to multiple daily injections as a backup therapy to ensure continued insulin delivery while using a pre-paid label to return the faulty pump within 10 days.